Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer is not going to return product.

Event description:
Consumer removed a tampon that came apart inside her. Consumer indicated some of the pieces remained inside after removal of the tampon but she was able to remove all pieces.